Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. They attempted to prime the impella 5.5. Dextrose 5% by water one liter and 25 meq sodium bicarbonate was spiked with purge tubing. The purge cassette was inserted appropriately into the automated impella controller (aic) and the purge disc was inserted appropriately into position. Priming was initiated however no fluid was noted to exit the tubing and the aic noted the purge did not prime. The tubing and cassette was inspected with no obvious defects noted. A new aic was obtained and steps were repeated with the same results. A new purge cassette system was obtained and was prepped appropriately. Purge fluid was noted to exit appropriately and was connected to the impella 5.5. The case was performed without complications. No patient harm was noted.

Manufacturer narrative:
The device was discarded. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The patient survived the procedure.